Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of right bundle branch block (rbbb). During the procedure, the valve was able to be implanted successfully. Post-implant, the patient received a permanent pacemaker. The patient was in a stable condition.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported heart block could be due to patient comorbidities. However, this could not be confirmed. The reported unexpected medical intervention and surgery are results of case-specific circumstances, as temporary pacemaker were performed, subsequently permanent pacemaker was implanted due to heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: 1721;

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of right bundle branch block (rbbb). The length of the membranous septum was 4.1mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The patient went into a heart block before the ds/navitor was inserted into the patient's anatomy. A temporary pacemaker was used for the procedure. During the procedure, the valve was able to be implanted successfully at a depth of 3mm on the non-coronary cusp (ncc). The temporary pacemaker stayed after the procedure since the block remained unchanged. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient had an extended hospitalization. On (B)(6) 2025, the patient received a permanent pacemaker. The implanter stated that the adverse health consequence was likely related to the procedure and the patient's past medical history. The patient was discharged.